Manufacturer narrative:
The pump was received with a cracked battery tube threads. Cracked case (battery tube). Unit also received with faded serial number label. Unable to perform the displacement test due to customer glued retainer ring, reservoir tube o-ring and tube lip.

Event description:
Customer reported via phone call that insulin pump had the battery compartment was cracked and the entire rim where the reservoir goes. The reservoir was able to lock in place when inserted into pump. The customer¿s blood glucose level was 100 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.